Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had an onset of battery site irritation . It was noted that the experience was severe to palpation at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to initial MDR in field.

Event description:
A report was received that the patient had an onset of battery site irritation . It was noted that the experience was severe to palpation at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 14309341, description: next generation anchor kit sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an onset of battery site irritation . It was noted that the experience was severe to palpation at the ipg site. The patient will undergo an explant procedure.